Manufacturer narrative:
(B)(4). The device was not available for evaluation, however a photograph of the device was received. Visual inspection of the photograph was performed with no issues noted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set was leaking when the home patient (hp) started the therapy. The registered nurse (rn) changed the transfer set after the hp completed the exchange. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.